Manufacturer narrative:
(B)(6), an rn in the ccu, called into emergency support program line to request support with a gas loss alarm. She confirmed there were no loose connections. Guided troubleshooting was performed, including verifying the helium tubing for blood or discoloration, holding the iab fill key for 2¿3 seconds, pressing start, and rechecking the tubing. Following these steps, the pump resumed normal function without further issues. The nature of gas loss alarms and possible clinical contributors were reviewed. No clear clinical cause was identified at the time. (B)(6) was advised to call back if the alarm recurred several times within an hour so that additional troubleshooting could be completed.

Event description:
(B)(6), an rn in the ccu, called into emergency support program line to request support with a gas loss alarm. She confirmed there were no loose connections. Guided troubleshooting was performed, including verifying the helium tubing for blood or discoloration, holding the iab fill key for 2¿3 seconds, pressing start, and rechecking the tubing. Following these steps, the pump resumed normal function without further issues. The nature of gas loss alarms and possible clinical contributors were reviewed. No clear clinical cause was identified at the time. (B)(6) was advised to call back if the alarm recurred several times within an hour so that additional troubleshooting could be completed. No harm or injury to the patient was reported.

Manufacturer narrative:
Correction field: b4, g3, g6, h2, h6 (type of investigation, component codes), h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation and medical device problem code).